Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided. Review identified the following: superolateral dislocation of the right hip arthroplasty. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. Incompatible combinations were also identified between zb products. A definitive root cause cannot be identified. This complaint was confirmed based on the mmi review of the provided x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat: p0463044, lot: 0001843692, avan cmntd shell, cat: ep-200144, lot: 411490, act artic e1 hip brg, cat: 010000999, lot: 7744661, g7 screw, cat: 010001001, lot: 7737792, g7 screw, cat: 010001003, lot: 7717030, g7 screw. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two months post-implantation, the patient underwent a hip revision due to dislocation of the bearing and shell. There was a liner exchange. A screw or screw fragment was noted in the acetabulum. The head and stem are competitor products. Attempts have been made and no further information has been provided.